Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and identified a burnt capacitor on the vacuum pump. Other components in the vicinity of the pump were inspected and no concerns identified. There was no evidence of fluid leakage in the area of the vacuum pump; the pump was replaced and identified as the likely cause for the issue. Customer complaint data was reviewed and no adverse trends were identified. The 2017 ul certification memo was reviewed and contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring was limited to the capacitor of the vacuum pump and did not spread to other areas of the instrument. The architect system operations manual was reviewed and was found to adequately address the issue. Information is provided regarding electrical hazards and instructions for performing an emergency shutdown of the i2000sr analyzer. The architect i2000sr service and support manual provides instructions for the removal and replacement of the vacuum pump. Based on the available information no product deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer indicated that a burning smell and visible smoke was coming from the back of the architect i2000sr analyzer. The customer opened the access door to the pumps and saw sparks in the middle of the analyzer. The analyzer was immediately shut down. No fire or injury occurred.